Event description:
A total of 6 implants were used on this patient of which the first 2 did not deploy correctly. Both implants once the first fastfix 360 implant was deployed in the meniscus the second implant had come loose from the shaft and were floating in the joint along with the suture. This happened with the second implant as well. It was removed with a hand held instrument a narrowline punch. Device and additional information was received on (B)(6) 2012. Contrary to malfunction report received in (B)(6) 2012 t-1 does remain in the patient unsupported. E-mail received confirmed t-1 remains in the patient.

Manufacturer narrative:
During our evaluation it was observed that 2 devices were returned. Both devices the implants have been deployed and the implants were not returned only 2 small pieces of suture were returned. Without the return of the implants no conclusion can be made. No further investigation is warranted at this time. (B)(4).